Event description:
Customer reported hospitalization due to high blood glucose reading was 875 mg/dl. Customer states that the sensor and blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.